Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting and occlusion of the ivc filter, and subsequent dvts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the filter was implanted at the mid lower level of the l1 vertebral body. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately nine years post implantation. The patient also reports occlusion of the ivc and suffering from anxiety. According to the information received in the discovery form, the filter was implanted due to a stomach tuck/panniculectomy. The patient reports right lower extremity (rle) dvt and gastrointestinal bleed. The patient is unable to tolerate anticoagulants due to gastrointestinal issues and altered kidney function.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting and occlusion of the ivc filter, and subsequent deep vein thromboses (dvts). Reportedly the patient became aware of the reported events approximately nine years post implantation. The manner in which the patient became aware of the reported events has not been provided. The patient also reports occlusion of the ivc and to be experiencing anxiety. The patient¿s medical history and the indication for the filter placement have not been provided. The filter was placed via the right common femoral vein and implanted at the mid lower level of the l1 vertebral body. According to the information received in the discovery form, the filter was implanted due to a stomach tuck/panniculectomy. The patient reports right lower extremity deep vein thrombosis (dvt) and gastrointestinal bleed. The patient is unable to tolerate anticoagulants due to gastrointestinal issues and altered kidney function. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in extremity edema. Vena cava filters are not indicated for use in the prevention of dvt. Without the procedural films or post implant images available for review the reported blood clots, clotting and/or occlusion of the ivc and dvt could not be confirmed or further clarified. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The patient reported altered kidney function. Without the patient¿s medical history and the limited information provided it is not possible to discern what factors may be contributing to the reported events. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting and occlusion of the ivc filter, and subsequent dvts (deep vein thrombosis). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt¿s and occlusion of the filter do not represent a device malfunction. Clinical factors that may have influenced the reported events include patient, pharmacological, lesion characteristics or other comorbidities and not necessarily related to the implantation of the filter. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting and occlusion of the ivc filter, and subsequent dvts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting and occlusion of the ivc filter, and subsequent dvts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the filter was implanted at the mid lower level of the l1 vertebral body. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately nine years post implantation. The patient also reports occlusion of the ivc and suffering from anxiety.

Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting and occlusion of the ivc filter, and subsequent deep vein thromboses (dvts). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Reportedly the patient became aware of the reported events approximately nine years post implantation. The manner in which the patient became aware of the reported events has not been provided. The patient also reports occlusion of the ivc and to be experiencing anxiety. The patient¿s medical history and the indication for the filter placement have not been provided. The filter was placed via the right common femoral vein and implanted at the mid lower level of the l1 vertebral body. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in extremity edema. Vena cava filters are not indicated for use in the prevention of dvt. Without the procedural films or post implant images available for review the reported blood clots, clotting and/or occlusion of the ivc and dvt could not be confirmed or further clarified. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without the patient¿s medical history and the limited information provided it is not possible to discern what factors may be contributing to the reported events. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.